Event description:
It was reported that the left ventricular (lv) lead experienced an automatic switch from bipolar to unipolar mode on (B)(6) 2024, due to an impedance measurement of 2015 ohms. Boston scientific technical services (ts) suggested reprogramming options. The patient is scheduled for an in-clinic evaluation today to address this impedance issue and explore options for evaluating other vector configurations or adjusting the upper limit of lv impedance monitoring. No adverse patient effects were reported. This lead remains in service.